Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient had inaccurate cgm values 8 days after the sensor was inserted in the arm. On (B)(6) 2024 around 11:00 am, the cgm reading on the pump was 82 mg/dl, but no bg reading was taken, and the patient went to the hospital. It was reported that the patient experienced ketones but there were no values reported. She went to the emergency room and nurse took a bg reading at 11:30 am which was 435 mg/dl. The patient was treated with 2000 mg of IV bag and waited for an hour. After the treatment, the bg reading was 321 mg/dl and the patient was treated with 10 units of insulin (novolog). They performed blood work but there were no values reported. After an hour and a half, the bg readings went back to normal values. The patient was discharged around 5:00 pm the same day. At the time of the report the patient was fine and was getting normal bg readings using manual fingerstick. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.